Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited an alert for "charge time exceeded". The patient presented in clinic and the device failed capacitor maintenance at the time. The device was explanted and replaced on (B)(6) 2018. The procedure was completed without any adverse events and the patient was discharged home that evening.

Manufacturer narrative:
The reported field event was confirmed in the lab. The hv capacitors were analyzed by the manufacturer and a front hole alignment failure was found to be present inside one of the hv capacitors. The cause of the extended charge time was due to an internal hv capacitor anomaly.